Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hyperglycemia. The blood glucose level was 400 mg/dl. It was unknown whether the auto mode was active or not at the time of incident. The troubleshooting was performed. The insulin pump will be returned for analysis.